Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that, at first, the device was working fine, but now they felt like it was not working anymore. They increased the stimulation up to 4.7 and the device was still not working. Option to change programs was reviewed. The patient did not have their controller at the time of report. The patient was redirected to follow up with their healthcare professional (hcp) if their symptoms did not improve after changing programs. There were no further complications reported or anticipated.